Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The garment reportedly rubbed against the patient's skin and popped one of the patient's blisters. There was no alleged device malfunction. The patient did not require any medical intervention. The outcome of the skin irritation is unknown.